Event description:
The coulter lh 780 analyzer generated erroneous high platelet results with no platelet flags. The erroneous results were not reported out of the laboratory. A manual platelet estimate was performed indicating a lower platelet count. Patient data are not available. Patient treatment was not impacted by this event.

Manufacturer narrative:
The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Qc was run before and after the event and results recovered within assay limits, service was not dispatched a clear root cause can not be determined for this event.